Manufacturer narrative:
Report claims when the user operates the recline function, their feel reportedly come off of the footplates and dangle. This reportedly allowed the end-users foot to catch a door where they sustained a fracture to their ankle. Reports provided indicate the user potentially being improperly positioned in the device which allows the end-user's feet to no longer be supported, allowing them to dangle and contact objects within their environment. No claims or allegations were presented that would indicate a product malfunction having occurred to have contributed to this report. End-user was instructed to contact their service provider to be re-assessed to determine if any adjustments or positioning aides would be needed to address. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming when the end-user reclines back in the seating, their feet will come off of the footplates and dangle. Reports when this occurred, the end-user's foot was caught between a door and the wheelchair which led to an injury requiring medical intervention to address.